Event description:
It was reported that pump "wake button must be pressed hard". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.